Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with fibrotic growth on the helix and the helix bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012; 690r30 heart ring (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was not sensing or capturing. It was determined that the lead had dislodged. The lead was initially reprogrammed to vvi and the patient began to experience pacemaker syndrome in that mode. The lead was explanted and replaced. No patient complications have been reported as a result of this event.